Event description:
Report received of an over-delivery. The pump was programmed to deliver morphine 5mg/dl in the pca only mode. The remaining programming parameters were not provided. Reportedly, at an unspecified later time, the nurse reported that there was less medication in the vial than what was indicated on the pump display. There was no further information available.